Event description:
Event description cpi received this dexatip ventricular bipolar pacing lead (4262) back for routine analysis, no allegation. Cpi's lab analysis of this lead shows insulation abrasion.